Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in (B)(6) 2020 on an unknown date that the two (2) 2.4 mm screws were broken. The screws were implanted on (B)(6) 2019 to fix a recon plate. Currently, there is no plan to remove the broken screws. Concomitant device: unknown recon plate (part # unknown, lot # unknown, quantity# 1). This report is for one unknown trauma screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: two locking screws are broken as complained, the breakage occurred just below the screw head at the transition to the screw shaft. Only one screw head was returned for evaluation; the cruciform head recess shows normal signs of use. The broken surface is homogeneous what indicates material conformity. Dimensional inspection: dimensional inspection could not be performed due to missing part & lot information. Moreover, the locking screw is damaged in a manner which prevent further accurate measurements. Drawing/specification review: could not be performed due to missing part & lot information. Summary: the received condition of the screws is in concordance with the complaint description and the complaint condition is confirmed. The damage occurred is determined to be post production/acceptance criterias. Since the exact part and lot numbers are not known the present complaint cannot be further analyzed. The visual inspection showed that the broken surface is homogenous what indicates material conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the broken screws were explanted on an unknown date. Concomitant devices reported: recon plate (part# unknown, lot# unknown, quantity# 1); screws (part # unknown, lot # unknown, quantity 2).